Event description:
Procedure type: cystectomy. According to the reporter: peeled surrounding tissue while suctioning, then the tip of the outer sleeve was broken. Opened new device to complete procedure. No bleeding. No tissue damage. No add'l tissue loss. Nothing fell into cavity. No pt harm. Operating time was not extended. It seems like the tip of device has been melted and broken.

Manufacturer narrative:
(B)(4).